Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye was performed and a broken occluder leg was observed beneath the twist clamp. The reported condition was verified. The broken occluder foot is the cause of the leak, fluid flow through the set. The cause of the damaged set could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.